Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed a sore along her back. The sore is also described as a bruise that appears to be a heat rash with no open wound. The patient's physician authorized the patient to remove the lifevest to allow the skin irritation to heal. Follow-up indicated that the skin irritation was healing.